Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located below the knee and was moderately tortuous and severely calcified. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem with no damage observed. The position of the rupture was found on the distal tip slightly proximal and a vertical shape. A different device was used to complete the procedure. No complications reported, and patient status was good.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).